Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (500 mg/dl). Customer was vomiting. Customer delivered correction boluses and administered manual insulin injection to treat elevated levels. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made for customer to consult with health care provider regarding bg management.